Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) of 58 mg/dl and carbohydrates were consumed to address the bg level. The customer stated that the low bg was not caused by the pump or supplies; however, a cause was not reported. The customer received 2 occlusion alarms. The customer changed the infusion set site. The customer's bg level was 477 mg/dl. Correction boluses were delivered to address the bg level and if needed, insulin injections would be used. The customer reported that the insulin appeared to be gel-like. The customer was to change all of the pump supplies.